Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported by the clinical support specialist (css) that "there were frequent helium loss 3 (2) alarms. The perfusion changed console; however, the alarms stopped for a short time and then started again. There was no evidence of blood in the tubing, but there was a large amount of condensation in the condensation collection bottle. It is unknown if it was from this patient or previous patients. As a result, the iab was removed". There was no report of patient complication, serious injury, or death. Additional information stated that the catheter was not replaced after removal.

Event description:
It was reported by the clinical support specialist (css) that "there were frequent helium loss 3 (2) alarms. The perfusion changed console; however, the alarms stopped for a short time and then started again. There was no evidence of blood in the tubing, but there was a large amount of condensation in the condensation collection bottle. It is unknown if it was from this patient or previous patients. As a result, the iab was removed". There was no report of patient complication, serious injury, or death. Additional information stated that the catheter was not replaced after removal.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.